Manufacturer narrative:
This event was previously reported to the FDA on a summary report. Due to new information being received, it is now being submitted on a 3500a. Post market vigilance (pmv) led an evaluation of one photo of a premium surgiclip* m - (9.75" shaft length) titanium clip applier. The visual inspection of the returned product noted the photo depicts a malformed clip in the jaws. The manner in which this failure occurred could not be determined with only the photograph available. Based on the evidence available the reported condition was confirmed. If information is provided in the future, a supplemental report will be issued.

Event description:
During a mastectomy, the customer noticed that the product misfired and lacerated vessels on the right breast. The surgeon gained control of the bleeding vessels and maintained hemostasis in order to resolve the issue. The surgery was extended more than 30 minutes.